Event description:
It was reported via repair work order that the bed was stuck in an elevated position as there was no motor function due to the fowler CPR reset switch being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.